Event description:
Information was received, from a patient. Regarding an implantable neurostimulator. The reason for call, was patient reported, they are pretty sure they have let their implant battery die. Patient stated, their spouse had been in and out of the hospital, since may and they haven't even thought about it. Patient stated, they tried to charge today, but "wasn't getting anything". Patient did mention, this is their third overdischarge. Agent provided information and the patient was redirected to their healthcare provider to further address the issue. On october 21, 2024, a manufacturer representative (rep) reported, the pt had tried to recharge to allow MRI mode, but they couldn't. Patient hadn't recharged in 2 months. Thus, rep thinks patient might be in overdischarge. Technical services(ts) reviewed physician recharge mode. The rep noted, the pt had reported, they had to do the physician mode recharge in the past. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient would be scheduled for a replacement at a later date. This was discussed with their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patients husband was in hospice care and she has not elected to replace the devise to focus on his health at this time. The patient has not chosen to replace.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) who reported that there is no known replacement date at this time. They state patient will reach out to provider after other personal matters are taken care of.